Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert (lia) was triggered for high rate non-sustained and sensing integrity counter (sic). It was further reported there was intermittent oversensing during ventricular fibrillation (vf) episodes which appeared to have triggered the alert. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.